Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" therapeutic range 2.0-3.0. Patient self tester added multiple drops of blood; touched finger to sample well.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User also reported data from two different dates of testing. The inratio result was recorded on (B)(6) 2012 and the lab comparison was recorded 10 hours later on (B)(6) 2012. A maximum of three (3) hours is determined reasonable for comparison of pt/ inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. User reported adding multiple drops of sample to test strip. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in fingerstick sample collection. User also reported patient finger was pressed down onto the strip during sample application. This may have obstructed capillary action and normal flow of sample through the strip channels. In-house therapeutic donor testing has been performed on reported lot 282855. Results as follows: donor (B)(6), inratio: 3.8, 4.2, 4.1, reference: 3.74, bias threshold: 2.74-4.74, %cv: 5.16. Donor (B)(6), inratio: 2.9, 2.9, 2.9, reference: 2.77, bias threshold: 1.77-3.77, %cv: 0.00. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Review of complaint revealed incorrect sample volume applied in test. This may cause for unexpected inr results. No product was expected to be returned; review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Strip lot in complaint has strip code lv6x7 which brick lot number 257240 was assigned and packaged into strip lots (282855 and 282859). (B)(4), no further action is required at this time. No corrective action required at this time as no product deficiency was established.